Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative reported that the wireless recharger was not working to connect to the implantable neurostimulator (ins). When the power button the recharger was pressed the recharger power button light blinks amber and the recharge application just showed the recharger is inactive status. The caller indicated that prior to calling they had removed the recharger from shipping mode by placing it on the charging dock but had not attempted to charge the ins. The caller power cycled the handset and connected the recharger application to the recharger. When the power button on the recharger was pressed the recharger power button light blinked amber, the recharger light then turned off, and the recharge app said recharger is inactive. The caller attempted to reset the recharger by pressing and hold the power button for 30 seconds. The caller tried to start a charging session and the recharger displayed the amber light on the power button and turned off. The caller indicated that the handset did not display an error message, it only showed the recharger is inactive screen. The caller placed the recharger on the dock. The dock light was on. The recharger battery lights were all solid no blinking lights. The recharger app showed that the recharger was on the dock. The caller attempted to reset the recharger by pressing and holding the power button for 30 seconds whiled the device was docked. And the caller power cycled the handset. The caller connected the recharger to the app and powered on the recharger. The recharger responded the same way, by displaying theamber power button light and the app did not display an error message. The caller wanted to remove the device from the list of bluetooth devices and it was not listed as one of the connected bluetooth devices. The connection between the handset/recharger app seemed to be functioning appropriately, when the recharger app was opened it connected to the recharger and displayed the appropriate recharger status, inactive when the recharger was off the dock and the recharger is docked message when the recharger was placed on the dock. The caller got a second recharger and put the device on the recharging dock. The caller removed the recharger from the charging dock. The caller used the same handset to connect to the second recharger. The caller confirmed that the handset connected and when they pushed the power button on the recharger it worked. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.